Manufacturer narrative:
Additional information: patient height: 115 cm. Manufacturing site evaluation: manufacturing records show that this progav 2.0 valve was manufactured by a qualified employee in january 2015. No deviations were identified during assembly. The valve was inspected as article fx410t. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the valve was received for analysis submersed in an unidentified liquid in a plastic container. Initial visual examination found no significant deformation or damage to the valve. Testing: permeability testing confirmed the valve is permeable. During adjustment testing, the valve was able to be adjusted to all specified pressures. Brake functionality testing also found the brake function fully operational and braking force within the given tolerances. To investigate the claim of drainage issues, a miethke computer-controlled testing apparatus which simulates cerebrospinal flow was used to measure the opening pressure. This test found that the valve was not operating within acceptable tolerances. Specifically, the opening pressure was slightly lower than expected, indicating a slight tendency towards over-drainage. The valve was then dismantled for further investigation. At that time, a build-up of substances (likely protein) was identified. No further anomalies were identified and all other specifications were met. Conclusion: we can exclude manufacturing defects at the time of product release as the valve was confirmed to have met all specifications of the final inspection. Based on our investigation, we were unable to substantiate the claim of under-drainage. However, results indicate that the valve was operating in a state of slight over-drainage. The compromised function of the valve is likely due to the deposits observed within the valve during the analysis. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. Reports of this type will continue to be monitored. At this time, no trend for reports of this type ihave been identified.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the po had a underdrainage. The explanted product were delivered to miethke with the return kit inside an unknown liquid. The file is entered with limited information.